Manufacturer narrative:
Product event summary: the lead was returned but destructive analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the returned lead has been repaired previously. Explant damage was visible with insulation missing, melting, and stretching. (B)(4).

Event description:
It was further reported that the lv lead been repaired in the past and also showed two areas of insulation breach and conductor corrosion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during the extraction of another lead, the right atrial (ra) lead and the left ventricular (lv) lead dislodged. The ra lead was explanted and replaced. The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.